Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp4a.251205.006.s918usqs7fze3. Hardware: sm-s918u. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's wife that the patient was found deceased on (B)(6) 2026. The patient's wife reported the patient was in a hotel room at the time of passing. The patient's wife noted the patient's history of a heart condition and of low blood glucose episodes at night that had occasionally caused seizures. The cause of death was under investigation at the time of reporting and not specified. It is unknown if the patient was using a pod at the time of the event. At this time there is insufficient information to determine if insulet's device caused or contributed to the reported event. A supplemental report will be submitted if additional information is received.